Event description:
It was reported that after initially using the comet vp to dilate inside a restenotic stent, the balloon would not deflate. After multiple attempts, the balloon eventually partially deflated. Upon removal of the device, resistance was met and force was applied. At that time, it was noted that the tip had separated but remained on the wire. In an attempt to remove the wire and balloon as a system, the balloon tip migrated off of the wire and went into the left ventricle. The pt began experiencing ventricular tachycardia. The physician managed to use a snare device to retrieve the balloon tip. Reportedly, the pt was stable after this event and the procedure was ended.

Manufacturer narrative:
Information in section f was completed by the MFR.